Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient was placed on impella cp support after the patient experienced ventricular fibrillation (vfib) and had three rounds of epinephrine and multiple defibrillations before return of spontaneous circulation was achieved. It was reported that while on impella cp support, the patient experienced vfib arrest. The medical team performed compressions and shocked the patient and return of spontaneous circulation was achieved. The impella cp was repositioned with echocardiography to ensure it was kept shallow in the ventricle and to avoid touching ventricle any deeper.

Manufacturer narrative:
The root cause of vt/vf could not be determined as insufficient clinical details were provided. No logs or device was returned for analysis.